Event description:
It was reported that noise leading to oversensing and inappropriate automatic mode switch and high capture threshold were observed on the right atrial (ra) lead. Lead damage due to friction with the device was the suspected cause of the event. During elective replacement of the device, the ra lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.